Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Patient reported a "right side deflation". Physician confirmed event. Device remains implanted.

Manufacturer narrative:
Device evaluation: deflation: observed, opening device on the radius side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: creases are observed. Yellow particles in the fill channel.

Event description:
Patient reported a right side "deflation". Physician confirmed event. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5. D.6b., h.6.

Event description:
The device has been explanted.